Manufacturer narrative:
Pump was received with unresponsive buttons and button error alarm due to all flattened button dome switches. Keypad connector was fully locked. Unit had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 142 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.